Event description:
The lay user/patient contacted lifescan (lfs) in 2006 and alleged that she had missing segments on her meter (serial number not provided)the medical affairs specialist was unable to reach the patient via phone after several attempts to obtain further information. A letter was also sent to the address provided. Based on the patient's call history, the patient had two surestep meter ( ultra meter was sent to her in 2006. ) the patient also reported that she sent back 2 surestep meter lfs and had not received replacement yet. She had not reported any missing segments issue with the surestep meter and it is not clear as to which meter she was reporting the missing segments at this time. The patient stated that because of the meter she went to the doctor in january , but did not receive any treatment. The doctor was 'not able to get correct reading memory.' She also stated tha tshe told the octor she got a new ultra meter. However, the ultra meter was sent to her by lfs. The patient was inconsistent with information. The patent had further reported that she was experiencing symptoms (sizziness, black out) at the time of concern. It is not clear as to when the patient had experienced these symptoms, and if and what medical attention she received. Her medication regimen is also provided. Due to insufficient information provided regarding the event when the patient experienced 'dizziness and black out', and which meter has missing segments , this complaint is reported. A second one touch ultra meter was sent to the lay user/patient as a replacement.